Manufacturer narrative:
The consumer was on a ramp and while opening their door its alleged their chair had unintended movement, resulting in the consumer falling backwards on a driveway. It's unk if the ramp traversed is made to ada standards. The chair is equipped with anti tippers and if user has a seat positioning strap as recommended by MFR. Its unk if the chairs programming adjustment is appropriate for the user. Device maintenance and service history are unk. There is no injury reported. MDR filed based on alleged unintended movement. Malfunction not confirmed.

Manufacturer narrative:
(B)(4) - no serious injury alleged. Chair was several months old at the time of the incident. The chair was returned for an evaluation on (B)(4). Visual: the chair showed evidence of use, but overall was in good condition. Functional: the wheelchair was connected to a know good set of batteries and functionally rested over various terrains and conditions, including a ramp. The wheelchair responded accordingly to all commands given thru the joystick. The joystick was opened an visually inspected for damage along with all connections and wiring. There was one led, used for displaying the battery/diagnostics, that had a poor solder joint but this did not effect the operation of the wheelchair. No other discrepancies were found. The complaint could not be duplicated. The consumer was on a ramp and while opening their door, it's alleged their chair had unintended movement, resulting in the consumer falling backwards on a driveway. It's unknown if the ramp traversed is made to ada standards. The chair is equipped with anti tippers and if user has a seat positioning strap as recommended by manufacturer. Its unknown if the chairs programming adjustment is appropriate for the user. Device maintenance and service history are unknown. There is no injury reported. MDR filed based on alleged unintended movement. Malfunction not confirmed.

Event description:
The consumer states he was on his ramp and opened the back door when the wheelchair allegedly took off on its own, reared up and tipped over backwards, causing the consumer to fall out backwards. No injury is alleged.

Event description:
The consumer states he was on his ramp and opened the back door when the wheelchair allegedly took off on its own, reared up and tipped over backwards, causing the consumer to fall out backwards. No injury is alleged.